Event description:
The event is reported as: the staples jammed during surgery. No pt injury reported.

Manufacturer narrative:
Sample has been returned to manufacturer, but investigation is incomplete at the time of this report. A f/u report will be sent when completed.